Event description:
It was reported that during use of bd max¿ system, bd max¿ instrument, a false positive clostridium difficile (c. Diff) patient result was obtained. Sample was retested and was c. Diff negative. There was no report of patient impact. This is report 5 of 6.

Manufacturer narrative:
B.3. Date of event is unknown. Date received by manufacturer used. D.2. Additional medical device types: nqx, njr, ozn. E1. Initial reporter phone #: (B)(6). G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.